Event description:
The implanted valve presented an opening pressure of 50mm h2o even though it was set to 70mm h2o and the valve was positioned properly. The device was explanted and replaced by another valve.